Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 years 7 months following the implant of this transcatheter bioprosthetic valve, the patient had covid and bacteremia. 3 years 11 months following the implant of the valve, shortness of breath, heart failure, hemodynamic instability and severe central aortic regurgitation were observed. A valve re-intervention was planned due to possible endocarditis. Endocarditis was not confirmed as no organism or culture was taken. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that the cause of central regurgitation is unknown. It was noted that evidence of thrombus on the bioprosthetic valve was unable to be identified, but there was evidence of leaflet thickening. According to the physician, the aortic insufficiency (central regurgitation) and the valve caused the hemodynamic instability. No further details were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.